Event description:
Reporter alleged obtaining the following readings at the following times on compact system 1: 204 mg/dl at 6:46 am 449 mg/dl at 6:47 am 304 mg/dl at 6:47 am. Reporter also alleged obtaining the following readings at the following times on compact system 2: 234 mg/dl at 6:49 am 218 mg/dl at 6:50 am 174 mg/dl at 6:51am 255 mg/dl at 6:52 am. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2. Reference medwatch report with (B)(6) for the suspect device used in system 1.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2. Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 1. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned. Customer returned an empty drum.